Manufacturer narrative:
Unit power up properly after battery installation. Unit history was unable to download using (thus software). Proceeded with the following testing to assure proper functionality of the unit. Pump failed rewind test and alarmed pump error 24. Unable to perform self test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, high and low current measurement test. No unexpected critical pump error (open book). Proceeded by cutting unit open and perform a visual inspection on connectors and electronic assembly. Per visual inspection it was determine that moisture damage was noted on electronic assemblies causing electrical short. Unit also received with serial number label damage (stained and faded), battery tube threads - cracked, cracked case on battery tube, cracked case on battery side, cracked case-corner of belt clip rails, scratched case, keypad overlay texture damage, cracked keypad overlay at select button, stained keypad overlay, pillowing keypad overlay. In conclusion, customer allegations are not confirmed. No critical pump error unit powered up properly after battery installation and was tested successfully. However, during download review pump error 24 alarm was recorded due to moisture damage on electronic assemblies. Problem isolated to electronic assembly. Cosmetic damage confirmed when cracked case on battery side was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error with open book image. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was performed. Instructed the customer to revert to backup plan per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Product return status for mmt-1712kl was unknown. It was unknown whether the customer will continue or discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.